Event description:
The customer reported that an mr shoulder exam was performed on a patient in 2009. After the exam, the patient sustained redness on the inner part of the left, below the elbow. At about 2 months later, the patient showed to the customer that an ulceration with a necrotic zone approximately 2cm x 1.5cm in size developed in the previous reddened area. The patient received anti-biotic treatment at the hospital, and her wound was cleaned. According to the customer, the patient was in the bore for approximately 20 minutes, but was not monitored. The shoulder exam consisted of 8 scans with the following pulse sequence and durations: loc (24 sec), loc (24 sec), fse-xl (2:59), fse-xl (2:43). Fse-xl (2:55), frfse-xl (3:39), frfes-xl (3:01), frfse-xl (3:01). The customer indicated that the patient was padded during the exam. She had no metallic implant and there was no skin-to-skin contact or clasping of hands.

Manufacturer narrative:
A gehc local field team was dispatched to the customer site to obtain scan specific information and investigate the environmental conditions. The investigation focuses on four main areas: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log), surface coils / accessories: (surface coil / ECG checks), system / image quality: (system level testing to check for system failures), patient monitoring: (patient alarm & rf safety monitor checks). Visual inspection and the test results for the system showed no issues that caused or contributed to the burn. The system was determined to be functioning within specifications.